Event description:
When opening soft supplies surgical team put 4x4 raytecs on the back table and noticed that there was a black chunk that came out of the package. Team saved the chunk and raytecs and put it back in the package. We tore down everything and reopened the case.